Event description:
It was reported that during set-up for a procedure at the user facility, the cordless driver 3 was running without user activation when the battery was attached. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.